Event description:
It was reported a patient's right ventricular (rv) lead presented with low pacing impedance. Programming changes were made and oversensing was noted resulting in high ventricular rate (hvr) episodes. Further programming changes were made to resolve the issue. The patient was stable.